Manufacturer narrative:
The ess visited the user facility on october 25, 2016 to perform an in-service and no reprocessing deviations were noted.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess and observe the user facilities reprocessing practice and to provide reprocessing training if necessary. To date, the ess visit has not be been finalized. In addition, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to obtain additional information on the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that the duodenovideoscope tested positive for gram positive rods and streptococcus after reprocessing. The duodenovideoscope was said to have been reprocessed in an oer-pro using acecide-c as the disinfectant solution. There was no report of patient involvement.